Event description:
Related manufacturer report number: 3006705815-2023-06096. It was reported that the patient experienced ineffective stimulation and pain at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the entire scs system was explanted to address the issue.

Manufacturer narrative:
Date of event estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: 19009978. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.